Event description:
The patient's increased seizures (to approximately two seizures per week prior to revision surgery) was reportedly still not above pre-vns seizure frequency, per the physician's office.

Event description:
Additional information was received on (B)(6) 2012, when the physician reported that the high impedance was first noticed on (B)(6) 2011. System diagnostics from that clinical visit showed output=limit/lead impedance=high/dcdc=7/eri=no. No x-rays were taken and no patient manipulation or trauma occurred that could have caused or contributed to the high impedance. Clinic notes from (B)(6) 2012, were also received. The clinic notes stated that the patient's mother stated the patient was having generalized tonic-clonic seizures. The physician stated that the vns was helpful for seizures, but at the patient's last visit high impedance was seen. The patient's device was not interrogated or programmed on the (B)(6) 2012, clinic visit as the physician stated it was disabled due to the high impedance.

Manufacturer narrative:
Type of report, corrected data: the initial report inadvertently excluded the checkbox indicating that this is a '30-day' report.

Manufacturer narrative:
Analysis of programming history. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Additional information was received as an implant card that indicates the reason for replacement was "lead discontinuity". Lead impedance was normal following replacement per the implant card.

Manufacturer narrative:
Adverse event and/or product problem, corrected data: the supplemental report #1 inadvertently did not check the adverse event. Outcomes attributed to adverse event, corrected data: the supplemental report #1 inadvertently did not check the outcome related to the adverse event. Device failure is suspected, but did not cause or contribute to a death.

Event description:
On (B)(6), 2012 a vns treating neurologist reported that the vns patient was referred for a full revision surgery due to a possible lead break noticed on (B)(6), 2011. Attempts for further information from the physician were made but no additional information has been received. The patient had surgery on (B)(6), 2012. The leads were replaced due to the high impedance and the generator was replaced for prophylactic reasons since the patient's battery was 5 years old and at almost 10,000 hours of on time. The patient is severely mentally delayed and the family didn't want him to have to go through too many surgeries. Attempts were made for the return of the explanted product but it has not been received by the manufacturer for product analysis to date. The patient's programming history was reviewed and the patient was last programmed to output=2ma/frequency=20hz/pulse width=500usec/on time=30sec/off time=1.1min/magnet output=2.25ma/magnet pulse width=250usec/magnet on time=60sec on (B)(6), 2010. The last system diagnostics listed is from (B)(6), 2010 which showed output=ok/lead impedance=ok/dcdc=2/eri=no. A normal mode diagnostics from that date as well showed output=ok/lead impedance=ok/dcdc=5/eri=no. The normal mode dcdc code has steadily increased over time. A battery life calculation was performed with the programming history available which showed 0.23 years until elective replacement indicator (eri)=yes.